Manufacturer narrative:
MDR 3003442380-2026-21268 / initial 1 of 5. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported five cannula issues that the patient stated infusion set cannula was kinked on (B)(6) 2026.